Event description:
Three separate problems with IV tubing were reported on the same day. In two of the reports, the in-line filter on the IV tubing began to leak within an hour of infusion initiation. One leak was noted by the pt 45 minutes after the infusion start. Exact timing on the second is not known but was within the first hour. One of the infusions was taxotere and the other was an investigational drug, bms. In the third report, fluid leaked out of the closed vent on the IV tubing spike. This was noted immediately upon hanging the IV bag - drug in the bag was taxotere. All tubings involved were the same type of alaris tubing. All of the tubings were discarded but are presumed to come from the same lot number as the rest of the sets that were on the unit. Infusions were remixed for all three pts and administration completed without incident.